Event description:
Air leakage was noted over the junction of the 15 mm swivel connector and the tubal shaft after 2 weeks in use.

Manufacturer narrative:
Based on available info, the determination is that a recurrence of this malfunction is likely to lead to a serious injury/serious illness or death. The tracheostomy tube with a leakage at the junction of the 15 mm swivel connector and the tubal shaft could compromise a pt's ventilation, leading to oxygen desaturation and may require that the pt be extubated and be re intubated. An analysis on the returned sample provided was tested. This complaint issue has been investigated previously and documented in the CAPA system. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.